Manufacturer narrative:
The customer swapped the faulty unit with a replacement xhibit central station. The replacement unit was working without any issues. The customer stated that they would repair the faulty unit. At this time no additional information has been provided. Cause of failure was not established due to lack of information. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring patients on a xhibit central station, the central station would randomly shut down on its own. There was no patient or user harm associated with this event.